Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, episodes of non-sustained rv oversensing were observed. Review of session records revealed that ventricular loss of capture was occurring, allowing vs events to come through some of which occurred within the pace refractory and were therefore blanked out. Patient will be brought in clinic for further troubleshooting.